Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis evaluation. The harmonic ace instrument was analyzed and the reported failure was confirmed. The instrument was found to have the blade broken at the base inside the inner tube. A piece approximately 0.086" x 0.660" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the entire tip from the harmonic ace instrument broke off and fell inside the patient the entire piece was retrieved and accounted for during the same procedure. The procedure was completed robotically.